Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "cause traced to device design" conclusion code was selected based on the direct observation of a fractured lead outer conductor(s) with characteristics indicating cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reason. This lead was explanted and replaced. No additional adverse patient effects were reported.